Manufacturer narrative:
Concomitant medical product: 419678 lead implanted: 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed one dropped beat which appeared to fit the pattern of left ventricular capture management (lvcm). It was also observed that the right ventricular (rv) lead exhibited noise. Reprogramming will be performed, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.